Manufacturer narrative:
Patient information is not available for reporting. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) on (B)(6) 2018 to treat the femoral trochanteric fractures. A blade was fixed, compressed and locked with the help of torque application. Also, side stoppage was completed. However, the surgeon failed in fixing trochanteric fixation nail- advanced (tfna) end cap 0mm to tfna short nail. The end cap was not inserted askew, but it reached only halfway to the nail. The details on the rest of the surgery is not reported. Surgery was completed with a 30-minutes surgical delay. There was no adverse consequence to the patient. Surgery was completed successfully with the patient outcome reported as stable. This report is for one (1) ti end cap for tfna 0mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 04.038.000s; lot: l888478; manufacturing site: bettlach; release to warehouse date: 29.may 2018; expiry date: 01.may 2028. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: investigation site: cq zuchwil. Selected flows: 2. Device interaction/functional, 3. Damaged: visual. Visual inspection: the visual inspection has shown that the thread flanks of the received end cap are totally flattened and that there are clearly visible burrs on both sides of the flattened thread flanks. At one place are white bony residues stuck between the thread flanks. There are also heavy stress marks at the forefront of the shaft visible. The anodized layer is worn away at all damages which indicates that the were caused post-manufacturing. Functional test: a functional test cannot be performed as due to the strongly damaged thread an insertion into a tfna nail is not possible anymore. Dimensional inspection: checked dimensions with caliper 3-01-19789 per device drawing. Shaft diameter below thread. Specification 9.6mm +/-0.1 / measured: 9.58mm = pass. Thread: specification m11x1 - 6g / measured: 10.81mm = damaged post-manufacturing the review of the manufacturing documents has shown that the thread did pass the final inspection after manufacturing without any deviations. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Summary: the complaint condition can be confirmed as in the current condition an insertion of the end cap into a nail is not possible anymore. This lot of (B)(4) pieces was manufactured in may 2018, all parts are shipped and we are not aware of any other complaint for this article- and lot number combination. Based on that and the findings above a manufacturing related issue can be excluded. Based on the provided information the exact cause cannot be defined. We can only assume that either the thread of the tfna nail was damaged after insertion or that the shaft of the end cap did damage the nail thread by an improper alignment during insertion, which would explain the heavy stress marks at the shaft. The detected bony residues between the thread flanks may also have played a certain role. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.